Event description:
It was reported that during an unspecified surgical procedure, it was observed that it was difficult to install the cartridge after opening the packaging. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 6/09/2026 d4: batch #489c84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with the reload pan partially dislodged from the proximal end in both sides, making the reload non-functional. No functional test was performed due to the condition of the reload. In addition, an opened package was received along with the device. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ecr60w with lot number 519c15; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 489c84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.